Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that foreign matter was noted on the sheath. A watchman® access system was advanced; however, after a full recapture the sheath had 5mm in length white strands on it which was visible on the echocardiogram. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.